Event description:
While un-taping to remove the in situ bd insyte IV catheter from a sedate, relatively compliant veterinary pt recovering from an anesthesia procedure, the catheter tip broke off approx 2mm from the hub in the pt's accessory cephalic vein. A tourniquet was placed to prevent embolism of the catheter tip, the pt was re-anesthetized and prepped for emergency surgery to retrieve the catheter tip after utilizing radiographs to locate the tip. The pt recovered uneventfully, however hospitalization was prolonged and add'l treatments and medications were required. The company failed to return no fewer than 5 phone messages left with the product complaint department.